Event description:
Ous MDR; it was reported that after implantation, the device couldn't be interrogated. The device was explanted the same day.

Manufacturer narrative:
Ous MDR. Upon receipt, an electrical inspection was performed, confirming the pacemaker was not interrogatable. The review of the pacemaker's memory content revealed invalid memory content. The device detected the invalid memory content automatically and switched to a specified secure backup mode. In this backup mode a program is active, ensuring antibrady pacing. This was also confirmed by the measurement of the pacemaker's output signal. There was no indication of sensing and/or pacing problems. During analysis, a re-initialization has been performed successfully. After this re-initialization, the pacemaker was interrogatable again and was pacing according to factory settings. No switch of the pacemaker into the back up mode was observed, showing that the invalid memory content was not caused by a hardware malfunction. It was not reported whether the pacemaker was subjected to strong external fields (e.g. Hf surgery or radiation therapy). The qual documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during the production and final acceptance test of the pacemaker. The memory content during the production at biotronik was valid. This pacemaker did not show a sign of a material or mfg problems. The pacemaker went into backup mode most likely caused by external influences. The pt's safety was not affected due to the fully functional sensing and pacing.